Event description:
It was reported that during a pta / renal stent placement procedure, the thruway 190 cm/short taper/straight guidewire fractured inside the patient's body. Attempts to remove the retained portion of wire with a snare were unsuccessful. The patient was asymptomatic during this event and the retained 2 cm portion of wire was left in the patient's body.

Event description:
As received, the specimen presented a fracture of the core wire, resulting in an overal length of 187.90 cm. The fracture presented indications of tensile overload. The distal 5.0+/0.5 cm coild wire segment was missing, along with 1.1 to 3.1 cm of the core wire distal to the fracture. The proximal coil to core joint presented indications of the coiling wire having unraveled from the joint. The specimen also presented biomaterial residue over the length of the returned wire. Bend/kink damage was also present at 5.50 to 5.65 cm, 6.15 to 8.80 cm, 10.40 to 21.5 cm, 26.6 to 134.1 cm, 155.8 to 159.6 cm, and 162.0 to 174.2 cm from the proximal aspect of the fractured core wire. No other damage or inconsistencies were noted to this specimen during the analysis. The finished core wire diameter was 0.01725" to 0.01735". The marker band placement and lengths appeared correct. Except where noted, the specimen appeared visually and dimensionally correct. The specimen did not present any obvious indications of mfg defect or anomaly. "Except where noted, the specimen appeared visually and dimensionally correct. The fracture damage to the core wire appeared consistent with a tensile overload. The proximal coil to core joint presented indications of the coiling wire having unraveled from the joint. This characterization was supported by the shear distortion presented by the solder joint material and the missing coiling wire. Based on the fracture damage to the core wire and the failure mechanism presented by the proximal coil to core wire joint, it appeared that the distal tip region of the specimen came under constraint prior to or during the attempted removal in the clinical setting. The constraint appeard to have been sufficient to result in the core fracture and coil unravelling from the proximal joint during the attempt to pull the wire from the pt (as described in the complaint documentation). As a result of these fractures, the missing distal 5.0+/-0.5 cm coil wire segment along with 1.1 to 3.1 cm of the core wire distal of the fracture remained within the pt (also as noted in the complaint documentation). The complaint documentation did not make mention of the bend damage. These observations and suppositions were based on the evidence presented by the sample article and the supporting documentation".